Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 11/30/2017 in the initial report. The date returned to manufacturer was corrected to 11/2/2017. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was not functional. A visual and functional assessment was performed on the device which found that the pre-repair diagnostic assessment failed due to the device not working (failed the safety assessment), because the device did not run and when the trigger was pressed there was no function and no motion). During repair, it was observed that the electronic control unit (ecu) was damaged and had a black material on it. It was determined that the motor magnets were worn and had signs of corrosion and debris. It was further determined that there was debris on the inside of the plate for the housing and other components were worn and had debris. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper cleaning. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event: it was reported from (B)(6) that during an open reduction internal fixation (orif) acetabulum surgical procedure, it was observed that two small battery drive devices were not working. There was ten minute delay to the surgical procedure. It was not reported if a spare devices were available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.